Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) fell out of the body after release. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had certification for using the exoseal vcd, and there were no visible signs of device or package damage prior to use. A 5f non-cordis femoral sheath was used, and the device was stored and prepped according to the instructions for use (IFU). The femoral artery's suitability was verified through angiography, including the appropriate insertion angle of the vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5mm. There were no signs of calcium/plaque, tortuosity, stents, or stenosis at or near the puncture site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The puncture site had not been closed with any closure device or manual compression in the 30 days prior to the procedure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The patient had normal skin thickness. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385055 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " plug inaccurate placement" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) fell out of the body after release. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had certification for using the exoseal vcd, and there were no visible signs of device or package damage prior to use. A 5f non-cordis femoral sheath was used, and the device was stored and prepped according to the instructions for use (IFU). The femoral artery's suitability was verified through angiography, including the appropriate insertion angle of the vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5mm. There were no signs of calcium/plaque, tortuosity, stents, or stenosis at or near the puncture site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The puncture site had not been closed with any closure device or manual compression in the 30 days prior to the procedure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The patient had normal skin thickness. The device is not available for evaluation as the device was discarded.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) fell out of the body after release. There was no reported patient injury. The patient had normal skin thickness. The device is not available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.